Event description:
It was reported that a patient received a biozorb marker implantation on (B)(4) 2021. The patient is reporting that she suffers from a hard, painful lump at the site of implantation, and she reports deformity around the area as well as burning sensation and a constant pain worsened by contact. No other information is available.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The patient is a 63-year-old female with a weight of 82kg/30bmi. Past medical history: previous breast biopsy 2004: benign (not clear which breast) post-menopausal (surgically induced menopause in 1987), tobacco use, anxiety, depression, hypertension, sleep apnea, hyperlipidemia, hyperlipoproteinemia, insomnia, osteopenia, vitamin d deficiency, s/p cholecystectomy, hysterectomy. Family history: no family history of breast or ovarian cancer. On (B)(6) 2021 she had an abnormal mammogram followed by ultrasound, which found a 7x5x7mm mass in the right breast. Biopsy on (B)(6) 2021 revealed invasive, moderately differentiated ductal carcinoma and ductal carcinoma in situ (t1n0m0). On (B)(6) 2021, the patient underwent right breast partial mastectomy with sentinel lymph node biopsy. Pathology from this procedure revealed invasive ductal carcinoma with a positive inferior margin and negative lymph nodes (pt1bpn0) ER+/pr+, her2-/negative. She returned for re-excision lumpectomy and biozorb placement on (B)(6) 2021: "the previous partial mastectomy incision was re-opened with a 15 blade scalpel. Cautery was used to dissect down to the cavity from the previous excision. Cautery was then used to excise an inferior margin along with a deep margin that extended to the pectoralis muscle and included the muscle fascia. The area was irrigated with ancef and sterile water irrigation and suctioned dry. Hemostasis was achieved. A 2x2x1cm biozorb (lot21d22rp) marker was then placed on the chest wall to identify the location of the excised tumor. This was secured in 4 locations with 2-0 vicryl suture. Local anesthetic was instilled. Arista was placed in the wound. The breast tissue was re-approximated with 3-0 vicryl, the deep dermis with 3-0 vicryl, and the skin with 4-0 monocryl. Steri-strips and sterile dressing were applied. "